Event description:
Attempt was made to collect stem cells via peripheral access. After several hours of attempt (with good access and pressure), fresenius staff was unable to establish an interface for hpc (hematopoietic progenitor cell) collection.